Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the lead was fractured 11.2 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which resulted in pacing inhibition. There was no evidence of asystole due to the pacing inhibition. Additionally, high out of range pacing impedance measurements were observed. An invasive procedure was performed. An attempt to explant the lead was made, however the lead was able to be partially removed. It was noted the lead broke near the terminal pin end. The distal portion of the lead was left in the patient. A new lead was successfully implanted. No additional adverse patient effects were reported.